Manufacturer narrative:
One 7209485 disposable meniscus mender ii set used for treatment but was not returned for evaluation. To keep components from shifting within the package, the product storage cradles are intentionally snug. The heads of the braided loop components snap into their packaging cavities to avoid inadvertent loop disturbance during removal from their cradles. Removal of a loop from the tray using the distal end (head) can result in weakening, bending or complete fracture between the head and shaft. The correct method of retrieval is to push the head of the component from the back of the cradle which will pop it free. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. The product family is under review. Engineering evaluation confirmed the product met specifications at the time of distribution.

Event description:
It was reported that before a knee arthroscopy the metal loop of the set meniscus mender ii disposable was broken when unpacked. The procedure was successfully completed without significant delay using a s&n back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.